Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders that the implantable neurostimulator (ins) had not lasted as long as expected which had occurred on (B)(6) 2015. The patient was told it would last up to 5 years but it had to be replaced after 1 year and 11 months. No patient symptoms were reported. Further follow-up is being conducted to obtain information about the circumstances which had led to the event. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from the patient reported that the cause of ins (implantable nuerostimulator) battery depleting too fast was unknown. The patient worked out vigorously every morning approximate 10 miles on bike with high tension settings. Patient was informed by health care provider (hcp) that it had no beating. It was indicated that hcp did not want to change the settings as they were working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member later reported they were told it would last three to five years, but lasted less than two. An hcp reportedly told them that the patient used a "complicated setting." Changing amplitude was allegedly always confusing to the consumer. The consumer was unsure if the depletion rate of the ins was normal or not. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member later reported they were told it would last three to five years, but lasted less than two. An hcp reportedly told them that the patient used a "complicated setting." Changing amplitude was allegedly always confusing to the consumer. The consumer was unsure if the depletion rate of the ins was normal or not. No further complications are anticipated.